Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device displayed a bias current error, indicating a condition that could cause the device to run-on or unintentionally activate. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.